Event description:
On (B)(6) 2013, surgeon reported during a 2 month post operative f/u, it was discovered that both rods dissociated from the pedicle bone screws at l3. The original fusion surgery of a l3-s1 with supplemental bilateral posterior fixation on a pt reportedly occurred on (B)(6) 2013. Pt was reportedly asymptomatic. There was no pt injury reported with the complaint, but a revision surgery occurred on (B)(6) 2013 to reattach construct, replacing one 95 mm rod with a 100 mm rod and reattaching the construct. The rest of the construct remains in-situ. The pt is reported to be doing well following revision surgery.

Manufacturer narrative:
(B)(4). Revision surgery occurred on (B)(6) 2013. Pt elected to retain the explanted rod and the rod will not be returned to nuvasive. No further investigation of the reported event can be completed at this time. The root cause of this reported event has not been determined. No conclusion can be drawn, but the radiograph suggests, the event might be associated with surgical technique/rod placement, and/or implant selection. Labeling review notes the following: "potential risks identified with the use of this device system, which may require add'l surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury." "These devices can break when subjected to the increased load. Loads on the device produced by load bearing and by the pt's activity level will dictate the longevity of the implant." "Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of implant..." "Care should be taken to insure that all components are ideally fixated prior to closure."